Event description:
Saw blade is stuck in the attachment. Case type / application: tka. Per response: "the customer tried taking the sawblade out and found blood and tissue inside of the attachment. They were concerned that even after cleaning sterilizing that the piece is not getting clean.".

Manufacturer narrative:
Reported event: an event regarding locking mechanism failure involving a mako saw attachment was reported. The event was confirmed. Method & results: -product evaluation and results: based on the images provided in the intake email, the knob for the locking mechanism on the saw attachment has disassociated which renders the locking mechanism non functional. This confirmed the locking mechanism failure. The red is the red loctite that is used for the manufacturing of the device. Foreign materials/ contamination cannot be confirmed from the images. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw blade is stuck in the attachment. Case type / application: tka. Per response: "the customer tried taking the sawblade out and found blood and tissue inside of the attachment. They were concerned that even after cleaning sterilizing that the piece is not getting clean."